Manufacturer narrative:
No product was returned to riverpoint for investigation. A DHR investigation performed on the lot revealed no issues, all product met requirements prior to release. No other complaints have been received from this lot. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "after an episiotomy procedure, dehiscence occured. A new procedure required to repair the event. New suture used to complete case. Surgical time extended by more than 30 minutes. There was temporary injury. Current patient status is alive with no injury. There was no unanticipated extension of the incision by more than 1 inch. No unanticipated blood loss of 500 cc or more. No unanticipated tissue loss. No device fragment or component fell into patient's cavity."